Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a haze emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze issue was reviewed from january 26,2018 to july 26, 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze issue is likely due to the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. The oil mist filter was returned and tested. The oil mist filter did not exhibit any haze, mist or odor. The reason for the return of the oil mist filter could not be confirmed. The catalytic converter was returned and tested. The catalytic converter did not exhibit any haze, mist, or odor. The reason for the return of the catalytic converter could not be confirmed. (B)(4).